Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was overheating from the cable and had a pushed in connector pin. It was further reported that the coupler would not react with ease on the device. There were no delays to the planned surgical procedure. A spare identical device was available for use to successfully complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a pin pushed back, the disconnect sleeve was stiff and the thermistor failed. The reported condition of device overheating was not confirmed. The reported condition of the pin pushed back was confirmed. It was determined that the pushed in pin was from the connector not being properly aligned and forced into the female connector when plugging it into console device. It was determined that the disconnect sleeve was stiff because the locking mechanism was damaged. It was determined that the thermistor failed because it was damaged. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.